Event description:
Related to MFR report no.: 2183959-2014-00087. It was reported the patient had an invance sling implanted on an unknown date. The patient's incontinence improved and then worsened. On (B)(6) 2014, the patient was implanted with another incontinence device. No patient complications were reported in relation to this event.